Manufacturer narrative:
The pump was received with an intermittent button response due to moisture damage on the keypad traces. It was noted that no numbers were scrolling. The pump had a cracked case at the display window corner, a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the pump was scrolling and she was trying to bolus for a meal. Customer's blood glucose was 345 mg/dl at the time of the incident. Customer stated that when she went to scroll for her food, it started scrolling. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.